Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement foley catheter, a leak occurred, resulting in a fluid leak. Healthcare professional checked, but it¿s unclear even within the hospital whether it¿s sterilized water leaking or urine leaking. The product number might also be wrong, so please check and let me know if it¿s different.